Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device revealed that the main coil was detached from the delivery wire. No anomalies were noted to the delivery wire. The main coil could not be inspected as it was jammed within the hub of the microcatheter. Based on analysis and information available, it is probable that unknown procedural factors limited the performance of the device resulting in the observed issue. Therefore a root cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device revealed that the main coil was broken off from the delivery wire. There were no clinical consequences to the patient.

Event description:
Analysis of the returned device revealed that the main coil was broken off from the delivery wire. There were no clinical consequences to the patient.